Event description:
Reporting status: malfunction. Reporting rationale: mislabeled. Device issue: mislabeled. It was reported that during prep, a 2.5x18mm promus otw was pulled for use, but the facility only purchases monorail (rx) devices. It is unclear if they purchased the device or if the box was mislabeled. The box was disposed of; however, the device will be returned. A monorail 2.5 x 18 mm promus stent was then grabbed and used successfully with no harm to the pt. No additional info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the hub. There was contrast on the outer member and on the hub. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. There were two kinks in the shaft, 3 mm and 5.3 cm distal to the strain relief tubing. The sds was returned with no packaging. The sds was an otw and not a rx. There was no other damage noted to the sds. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.